Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the wires were placed on the side of their buttocks where they had a knee surgery. Every time the patient turned it on it bothered their leg, so they have not been able to use it for years. That is why they took it out to see if they can program it to the other side. This was the first in years they have been able to leave it on. Patient stated the first implant was done (B)(6) 2014.